Event description:
Additional information received reported that the twist in the lead was down to the foreman. It was noted that the reason for removal was therapy and device related. There was no patient injury and the patient recovered without sequelae.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Analysis of the lead found that the outer insulation was twisted. All conductors were broken in the body of the lead (overstress/damage).

Event description:
Additional information reported that the patient had a fractured lead along with twisting inside to the device. The patient had a lead revision and device replacement. No patient outcome was provided.

Event description:
It was reported that impedances greater than 4,000 ohms were measured on all unipolar pairs. Impedances less than 50 ohms were also measured on all bipolar pairs. The reporter indicated that the patient was not feeling stimulation. The patient reportedly felt pain in the pocket for about two weeks. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28 lot# va02pxn; product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va02pxn, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va02pxn, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.